Event description:
It was reported patient experienced a periprosthetic fracture 10 years post implantation. Subsequently, patient was treated with open reduction internal fixation with a locking plate and strut graft with union of the fracture. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Source foreign: canada. (B)(4). Ayekoloye, c.I., abu qa'oud, m., radi, m., leon, s.a., kuzyk, p., safir, o., gross, a.e. (2001) review of complications, functional outcome, and long-term survival following conversion of hip fusion to total hip arthroplasty. Bone joint j 2021;103-b (7 supple b):129¿134. Https://doi.org/10.1302/0301-620x.103b7.bjj-2020-2382.r1. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.